Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation however, the user report could not be confirmed. The device was tested with several different scopes, and no b30 errors were noted. Unit passed all functional tests and is equipped with the updated main switch as well as unit software. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the evis exera iii video system center experienced error code b30. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The root cause could not be determined. However, the user¿s report of the device could not be replicated, and the device has not experienced any further issues after being returned. Therefore, investigation believes the issue was likely cause by a connection to another device during the procedure. Olympus will continue to monitor the field performance of this device.